Event description:
It was reported that the buckle lacked the tactile click when seated into place and came off the buckle when tightened down over the patient's leg by the spinwheel. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). A device history record review could not be performed as no valid lot number was provided. The IFU provided with this product notifies the user to reset the tourniquet before each application. Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed since a correct lot number was not provided by the customer. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the buckle lacked the tactile click when seated into place and came off the buckle when tightened down over the patient's leg by the spinwheel. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). A device history record review could not be performed as no valid lot number was provided. The customer returned one matr for evaluation. The tourniquet was visually examined, and no defects or anomalies were detected. The adjustment buckle, buckle hook, and turn key all appeared as expected. The returned tourniquet was functionally tested by attaching the adjustment buckle to the hook and tightening the turn key. The tou rniquet was able to tighten as expected. The device was then released by pressing the release and pulling the webbing. No functional issues were found. The IFU provided with this product notifies the user to reset the tourniquet before each application. Corrective action is not required at this time as the probable cause could not be replicated by the sample returned. The customer report of a bent plastic clip could not be confirmed by complaint investigation. The returned tourniquet passed all visual and functional testing. A device history record review could not be performed as no valid lot number was provided. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the buckle lacked the tactile click when seated into place and came off the buckle when tightened down over the patient's leg by the spin wheel. The patient's condition is unknown at this time.